Event description:
The balloon would not open. Doctor attempted manual fill did not work.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was found inside the balloon, catheter, or extracorporeal tubing. A kink wa found on the catheter tubing approximately 72.6cm from iab tip. Product evaluation: : an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was rewrapped to mimic the manufactured condition and placed on the cs300 pump. The iab opened on the pump. Conclusion: the reported problem could not be duplicated during testing. (B)(4).